Event description:
It was reported that the subject device had insertion tube has developed a persistent tacky/sticky surface. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Updated fields: b5, d8, d9, g3, g6, h2, h3, h6, h11. In addition, the following reportable malfunctions were identified during the device evaluation: sticky light guide tube. Based on the results of the investigation, a root cause for the reported and identified failures could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.